Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole about 1mm distal from the proximal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified second right posterolateral segment (rpl). Following stent deployment, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for post dilatation. Initially, the balloon was successfully inflated at 12 atmospheres. However, upon the second inflation, the balloon ruptured at 16 atmospheres after a duration of 15 seconds. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified second right posterolateral segment (rpl). Following stent deployment, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. Initially, the balloon was successfully inflated at 12 atmospheres. However, upon the second inflation, the balloon ruptured at 16 atmospheres after a duration of 15 seconds. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.